Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two extensions with the same lot number. It was reported the patient experienced pain and swelling at the extension site. Per the physician's office, the extensions appeared superficial. Surgical intervention may take place to address the issue.